Event description:
It was reported that; "the while re positioning a screw. We had an extra screwdriver in the set so there was no delay or issue."

Manufacturer narrative:
Method: device not returned. Device history review. Results: device history review indicated no manufacturing issues for reported lot code. Device not returned. Conclusion: it is likely the patient's hard bone along with an untapped hole contributed to the event. However, because the device cannot be inspected, the root cause of the event cannot be determined conclusively.

Event description:
It was reported that; "the while re positioning a screw. We had an extra screwdriver in the set so there was no delay or issue."